Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high-definition lcd monitor power turned off. The monitor powered off then back on by itself. The issue occurred during a diagnostic esophagogastroduodenoscopy (egd) and colonoscopy procedure. There was an unspecified delay, however, the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the issue could not be reproduced. It is likely due to the failure of the printed circuit board. The root cause of the event could not be determined. Olympus will continue to monitor the field performance for this device.